Manufacturer narrative:
Product event summary: the programmer was not returned for analysis. However performance data collected from the programmer was received and analyzed. Analysis of the programmer logs confirmed the customer comment that the mobile programmer froze and crashed. Analysis indicated that the crash occurred when the user pressed impedance button multiple times. The most likely root cause was traced to a known inherent risk of device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant the mobile programmer application on the tablet screen initially froze and was followed with a white screen. It was noted that the issue occurred after ventricular threshold testing when the physiologist tested impedance a few times. It was further noted that the backup pacing resumed as right ventricular (rv) pacing was still on and the pacing system analyzer (psa) was not running concurrently with device interrogation as it was not a company device implant. It was further noted that wireless fidelity (wifi) was probably still on at the time of the event. No patient complications have been reported as a result of this event.